Manufacturer narrative:
One opened quick serter was inspected and tested. Serter failed per inspection found quick serter barrel walls with excessive glue from quick set tape.

Event description:
Customer reports of having high blood glucose between 136 mg/dl to 400 mg/dl. Customer states high blood glucose was caused by stress due to the death of customer's mother. Customer also reports that tape was sticking to serter when trying to insert. Customer was advised that serter would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.